Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was stuck on initializing. The representative attempted multiple reboots and disconnecting the mvs from the ias to try and boot it into standalone mode but the issue persisted.  There was no patient involvement.

Manufacturer narrative:
H3/h6: the system was serviced in the field and failed testing due to the generator not booting correctly. The standalone board was found to be defective. The board was replaced and the failure was resolved. System operation was verified. Codes b01, c02, and d02 are applicable. The standalone board was returned and analyzed. Analysis confirmed the complaint. Visual inspection showed components r20 and r21 were electrically over stressed. It was unable to be bench tested due to the over stressed components. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000225r, serial/lot #: s1916tht rev. R. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.